Manufacturer narrative:
Date of event: unknown. (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ needle with slip tip configuration separated from the needle hub during use. There was not report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer reported defective hub connection when using; complaint no confirmed since no sample or pictures were provided. DHR/bhr review: all the production and inspection records and have established that all production and quality processes were carried out normally. Needles were packed in machine 2107 (november 22-24th 2017) during which 46 visual inspection were performed with zero defects noted. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Customer reported defective hub connection when using; complaint no confirmed since no sample or pictures were provided.